Event description:
It was reported to philips that the system's wired footswitch was intermittently not triggering x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer and the procedure was completed by pressing the footswitch for few more times. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch did not trigger x-rays. Upon troubleshooting fse found that footswitch couldn't trigger exposure intermittently and didn't work when pressing. To resolve the issue, fse replaced the footswitch. The defective footswitch was returned to philips for analysis and found the loose bracket . After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.